Manufacturer narrative:
Initial reporter: clinic personnel.

Event description:
It was reported that the device was not able to transmit via rf telemetry. In clinic, a software download was completed and resolved the issue. The patient was doing well.